Event description:
It has been reported that the device will not power on with a known good battery.

Manufacturer narrative:
Updating become aware date to 23feb2026 based on review of received information.